Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected and functionally tested. During visual inspection a damaged clamp rubber was identified; the cause was undetermined. To correct the condition, the clamp rubber was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged clamp rubber. There was no patient involvement. No additional information is available.